Event description:
On the 1st september 1999 a nellcor puritan bennett employee received info reporting an issue with a 760 ventilator. Customer alleged that the unit went down while on pt. The diagnostic error code (piston failed to move for 3 consecutive breaths) was found in memory. Customer states no pt harm or change in therapy. On the 7th september 1999 a nellcor puritan bennett software engineer while investigating a similar report discovered a failure mode that makes the event in this report meet the criteria for an MDR. This report is not an admission by mallinckrodt nellcor puritan bennett that the device caused or contributed to the event alleged in this report.